Event description:
It was reported that during a lead revision, the rv lead and the new lv lead would not connect to the device. The device was explanted and replaced. The patient was in good condition post-procedure.

Manufacturer narrative:
The reported inability to tighten the rv set screw was not confirmed in the laboratory. Test leads were inserted and the rv set screw tightened normally. The reported inability to tighten the lv set screw was confirmed in the laboratory. Visual inspection identified silicone, septum material inside the lv set screw hex cavity. This material prevented full insertion of the torque drive and resulted in difficulty tightening the set screw.